Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing and stressing without duplicating the customer's report. The customer's multifunction cable was not returned as part of the investigation. The multifunction cable receptacle will be replaced as a precaution. The device will be returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient while transporting into a helicopter (age & gender unknown) the complainant stated this error only occurs during the vibration caused by helicopter transport. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.